Event description:
It was reported that the cadiere forceps instrument's tips were not aligned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.18mm offset at the tips. The grips were found to have a small broken piece. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.43mm x 0.89mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.